Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Requested patient demographics however not provided.

Event description:
It was reported that the staff had issues with secondary infusions with unspecified amount of fluid remaining in the secondary bags. The facility recently had a upgrade to (B)(4) version software. There was no indication by the customer of patient harm. It was later reported by the pharmacist that " it may be a nursing education issue and not a device issue. "The customer stated: ¿they may be running the pb antibiotics as a primary and not as a secondary.¿